Manufacturer narrative:
The actual device used during the case was returned and evaluated. Visual examination of the returned guide wire revealed that the device is separated in two pieces. The separated distal part measures 34.2cm in length and the proximal end measures 156cm in length. The proximal and distal joints are intact. Close visual examination of the separation revealed that the distal coiled tip of the proximal core wire is fractured and pulled out. The coils of the guide wire exhibited severe clustering. The distal tip ball is intact. Under magnification along the shaft of the guide wire circular scratching on the surface of the wire was noticed but nothing to the point of fracture. An investigation into the scratching was conducted and no root cause was found. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for the tip broke off, the exact cause is unknown. The analysis is complete as of today (B)(4) 2013.

Event description:
It has been reported to us that the tip of the guide wire separated during the procedure and was successfully removed. The physician inserted the guide wire into the patient and the wire would not torque or pass through the lesion in the mid left arterial descending. The physician then noted that the guide wire had fractured approximately 12 inches and the radiopaque tip of the guide wire was in the patient's left arterial descending and the remained of the guide wire in the guide catheter. A second guide wire was inserted through the guide catheter alongside the fractured guide wire into the patient's left arterial descending. A balloon was inserted on the guide wire, advanced to the distal end of the guide catheter and inflated to 12atms. This trapped the guide wires and the fractured portion of the guide wire into the guide catheter. The physician then was able to remove all of the devices from the patient including the separated tip of the guide wire. The patient is reported to be fine.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.